Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located a crack on the back of the pump towards the top found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage(serial number label stained), end cap address label missing and cracked retainer. Cosmetic damage was confirmed battery tube threads - cracked and cracked case (battery tube). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at upper back side. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device.